Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that have bite concerns that included, dental crowding on the lower arch, inconsistent spacing on both the upper and lower arches. Malocclusion with all teeth not contacting simultaneously and affecting overall bite alignment. Update, patient found to hav slight open posterior bite on left side. #10 hitting prematurely. Advised patient to start rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.